Event description:
It was reported that during a tibial nail procedure, while using tibial nail system, the aiming arm missed the static screw placement, and drilled into the nail. The surgeon noted the aiming arm was loose and requested replacement. Surgeon also wants the insertion handle replaced, as it was not clear which device caused the issue. Surgeon tried to bump the patients knee up with towels to alleviate the stress in the system, but still same results. So the static hole was skipped. Procedure was successfully completed. There was no patient consequences. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (primary UDI number), g1 (manufacturing site name), h4. H3, h4, h6: photo investigation: the product was not returned to medtech orthopedics; however, photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no damage or defect with the insertion handle/ radiolucent long. A dimensional inspection for the insertion handle/ radiolucent long was not performed as it is not applicable to the complaint condition. A complete interactional test was unable to performed as the mating tibia nail was not returned. However, the insertion handle/ radiolucent long was able to connect properly with the aiming arm/ radiolucent returned in this complaint. In addition, misalignment or movement were not detected during the interaction, therefore the complaint condition was not able to be replicated. Per the tn-advanced tibial nailing system suprapatellar approach surgical technique guide the following statement are relevant. Check proximal nail position 3a to check the insertion depth of the nail, insert a 3.2 mm guide wire through the hole in the insertion handle. 3b check proximal nail position under image intensifier control in the lateral view. The tip of the guide wire indicates the exact proximal position of the tibial nail. 3c at this point, the trajectories of the three most proximal locking screws can be projected on a c-arm image. Attach the aiming arm to the insertion handle, by sliding it into the hook at the distal part of the insertion handle and then rotating the latch towards the insertion handle for both parts to connect. The overall complaint was not confirmed as the observed condition of the insertion handle/ radiolucent long would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 03.043.024-us. Lot number: 730p980. Manufacturing site: hägendorf. Release to warehouse date: 01-jun-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, expiration date), d9, d10, h4. Corrected: d4 primary UDI number. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.